Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('punctured my uterus/colis migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness (since age of 13). In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), myalgia ("neck and shoulder pain"), abdominal pain ("cramping"), genital haemorrhage ("bled every single day"), uterine pain ("punctured my uterus and it hurts"), pain in extremity ("leg pain") and inflammation ("long term inflammation that was poressing my nerves"), underwent tooth extraction ("teeth extracted/2more pulled at each visit") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving, the uterine perforation, tooth extraction, myalgia, weight increased, abdominal pain, genital haemorrhage, uterine pain, pain in extremity and inflammation outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage, inflammation, myalgia, pain in extremity, pelvic pain, tooth extraction, uterine pain, uterine perforation and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: , abdominal pain, genital hemorrhage, uterine pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events were added as weight increased, abdominal pain, genital hemorrhage, uterine pain and uterine perforation. New reported was added. Essure start date was updated. On 23-mar-2020: social media received. Reporter, surgery name was added on 23-mar-2020: social media case received. Reported added. Concomitant condition: dizziness added. New events added inflammation, pain in extremity on 23-mar-2020: social media received: reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('punctured my uterus/colis migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness (since age of 13). In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), myalgia ("neck and shoulder pain"), abdominal pain ("cramping"), genital haemorrhage ("bled every single day"), uterine pain ("punctured my uterus and it hurts"), pain in extremity ("leg pain") and inflammation ("long term inflammation that was poressing my nerves"), underwent tooth extraction ("teeth extracted/2more pulled at each visit") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving, the uterine perforation, tooth extraction, myalgia, weight increased, abdominal pain, genital haemorrhage, uterine pain, pain in extremity and inflammation outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage, inflammation, myalgia, pain in extremity, pelvic pain, tooth extraction, uterine pain, uterine perforation and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: , abdominal pain, genital hemorrhage, uterine pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and myalgia ("neck and shoulder pain") and underwent tooth extraction ("teeth extracted/ 2 more pulled at each visit"). The patient was treated with surgery (te remove essure). Essure was removed. At the time of the report, the pelvic pain was resolving, the back pain had resolved and the tooth extraction and myalgia outcome was unknown. The reporter considered back pain, myalgia, pelvic pain and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.